Event description:
It was reported through the litigation process that the patient with history of deep vein thrombosis with contraindication to anticoagulation due to recent intracranial bleed had an inferior vena cava filter deployed in an infrarenal location. Approximately four months post filter deployment, during scheduled retrieval, multiple attempts to retrieve the filter were unsuccessful. A lateral inferior venacavogram demonstrated the tip of the filter angled and extending beyond the confines of the caval wall. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned. Medical records were provided and reviewed. Approximately, four months of post deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior vena cavagram was performed which demonstrated a well-positioned filter without significant tilt. A retrieval device was advanced and multiple attempts to capture the filter were unsuccessful. A lateral inferior vena cavogram demonstrated the tip of the filter to be angled anteriorly and endothelialized, projecting beyond the opacified inferior vena cava (ivc) lumen. The sheath was removed, and hemostasis was achieved. The patient tolerated the procedure well without complication. Around, ten years later, past medical history record was reviewed and it was mentioned the inferior vena cava filter could not be removed. Therefore, the investigation is confirmed for filter tilt, perforation of the inferior vena cava (ivc) and retrieval difficulties.per the provided medical records, the filter appeared to be in the correct position before the retrieval attempt. The failed retrieval attempt could have contributed to the tilted filter and perforation of the inferior vena cava (ivc) wall. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: movement or migration of the filter is a known complication. Potential complications: movement or migration of the filter is a known complication. Perforation or other acute or chronic damage of the ivc wall. H11: g1, h6 (patient, device, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of deep vein thrombosis with contraindication to anticoagulation due to recent intracranial bleed was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cavagram demonstrated appropriate diameter of the vena cava for filter placement. The filter was deployed in an infrarenal location. Completion imaging demonstrated good location of the filter. The sheath was removed and hemostasis was obtained. Approximately four months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior vena cavagram was performed which demonstrated a well positioned filter without significant tilt. A retrieval device was advanced and multiple attempts to capture the filter were unsuccessful. A lateral inferior vena cavogram demonstrated the tip of the filter to be angled anteriorly and endothelialized, projecting beyond the opacified ivc lumen. The sheath was removed and hemostasis was achieved. The patient tolerated the procedure well without complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received and reviewed. The patient with history of deep vein thrombosis with contraindication to anticoagulation due to recent intracranial bleed had an inferior vena cava (ivc) filter deployed in an infrarenal location. Approximately four months post filter deployment, during scheduled retrieval, multiple attempts to retrieve the filter were unsuccessful. A lateral inferior venacavogram demonstrated the tip of the filter angled and extending beyond the confines of the caval wall. The procedure was concluded and the patient tolerated the procedure well. No additional information was provided in the medical records received.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of deep vein thrombosis with contraindication to anticoagulation due to recent intracranial bleed was scheduled for inferior vena cava (ivc) filter placement. The right common femoral vein was accessed and an inferior vena cavagram demonstrated appropriate diameter of the vena cava for filter placement. The filter was deployed in an infrarenal location. Completion imaging demonstrated good location of the filter. The sheath was removed and hemostasis was obtained. Approximately four months post filter deployment, the patient was scheduled for filter retrieval. The right internal jugular vein was accessed and an inferior vena cavagram was performed which demonstrated a well positioned filter without significant tilt. A retrieval device was advanced and multiple attempts to capture the filter were unsuccessful. A lateral inferior vena cavogram demonstrated the tip of the filter to be angled anteriorly and endothelialized, projecting beyond the opacified ivc lumen. The sheath was removed and hemostasis was achieved. The patient tolerated the procedure well without complication. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately four months post filter deployment, an inferior vena cavagram was performed which demonstrated a well positioned filter without significant tilt. A retrieval device was advanced and multiple attempts to capture the filter were unsuccessful. A lateral inferior vena cavogram demonstrated the tip of the filter to be angled anteriorly and endothelialized, projecting beyond the opacified ivc lumen. Therefore, based on the provided medical records the investigation is confirmed for a tilted filter, perforation of the ivc wall, and difficulties removing the filter. Per the provided medical records, the filter appeared to be in the correct position before the retrieval attempt. The failed retrieval attempt could have contributed to the tilted filter and perforation of the ivc wall. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement or migration of the filter is a known complication. Perforation or other acute or chronic damage of the ivc wall.

Event description:
Medical records were received and reviewed. The patient with history of deep vein thrombosis with contraindication to anticoagulation due to recent intracranial bleed had an inferior vena cava (ivc) filter deployed in an infrarenal location. Approximately four months post filter deployment, during scheduled retrieval, multiple attempts to retrieve the filter were unsuccessful. A lateral inferior venacavogram demonstrated the tip of the filter angled and extending beyond the confines of the caval wall. The procedure was concluded and the patient tolerated the procedure well. No additional information was provided in the medical records received.